Event description:
Info received indicates the head of the bed is drifting down slowly.

Manufacturer narrative:
The tech found the top of the CPR valve plunger was damaged, allowing the head section to drift. He replaced the CPR valve to repair the bed.